Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the ep (electrophysiology) lab for a routine ICD (implantable cardioverter defibrillator) battery change. After normal surgical procedure and the old device was removed a new ICD was brought onto the field and attached to the existing right ventricular (rv) lead. Once the device was placed back into the pocket measurements were taken and impedance measurements in the svc (superior vena cava) were noted as "none." It was noted that "none" was displaying as it had accidentally measured the impedance of the lead prior to the svc being attached. Therefore the lead was detached from the new device was reattached to the old device to run impedance measurements. There were five separate measurements taken and all were noted at greater than 200 ohms for the svc portion of the lead. It was concluded by the physician that the svc was fractured during the change out. The chronic r v lead was then attached to the new device and the svc portion of the rv lead was turned off. The rv lead will be monitored for future issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.